Event description:
Additional information was received from the physician indicating the increased seizures are not related to the vns. She indicated that although the seizures had increased, the overall seizure frequency was still improved from the pre-vns baseline. The physician stated that the vns was functioning normally. The physician indicated that she did not wish to provide any further information.

Manufacturer narrative:
.

Event description:
It was reported via clinic notes received that the vns patient was experiencing increased seizures. It was also noted that the generator is now indicating end of service. A clinic note dated (B)(6) 2011 indicated the patient had been experiencing increased seizures with "up to 5 seizures in 3 to 4 days" and went to the local ER. The patient was noted as having 15 to 20 seizures in a note dated (B)(6) 2011 however it was noted that the patient did not "think her seizures have increased since she has discontinued lamictal." The patient's settings were re-adjusted at that visit to help with voice alteration after the "frequency of the vns stimulations" was increased at the prior visit. It was also noted that the zonegran was increased during this visit as well. In the clinic note dated (B)(6) 2012, the patient noted she had 5 seizures since the previous appointment on (B)(6) 2011. Diagnostics taken at that time indicated generator end of service per the notes. The diagnostic results were not indicated in the notes. Attempts for additional information have been unsuccessful to date.